Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "When doctor attempted to close bag, the string came completely loose from the bag." Type of intervention: "n/a." Patient status - "not affected".

Manufacturer narrative:
Additional information was requested and none provided. Investigation summary: we have tried to obtain the incident device for evaluation with no success.. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.